Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator had an alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se found the power switch was not well. The se replaced the power switch and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.